Manufacturer narrative:
Removed fsca number as this ipg is not associated to the fsca

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2021 prior to which it is unknown if ipg was put into surgery mode. Afterward, the ipg was unable to communicate with the external device. Troubleshooting is pending to address the issue.